Event description:
It was reported that the customer had a no delivery alarm on (B)(6) 2015. Customer changed the infusion set yesterday and changed the set again this morning. Customer tried to deliver a bolus and received a no delivery alarm. Customer's blood glucose level was 95 mg/dl. Customer was connected to the helpline for further assistance. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.